Event description:
It was reported that during the implant procedure, the lead exhibited low impedance and a loss of capture. The lead was not used, another lead was implanted successfully. The patient¿s condition post procedure was stable.

Manufacturer narrative:
Correction: lot number should be a000048134; not a000051382; serial number should be (B)(4); not (B)(4); expiration date should be 10/31/2020; not 1/31/2021; manufacturing date should be 11/22/2017; not 2/6/2018.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported device code: 2285: low impedance which was submitted on august 6, 2018. The code was erroneously submitted as the lead did not have low impedance. The correct code to supersede the initial device code should be 1291: high impedance.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.